Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: investigation results. The returned flexiva 200 laser fiber was analyzed, and a visual evaluation noted that it was returned broken into three pieces and returned in its original packaging. The first piece approximately measured 65 cm from the top of the connector to the break and the second piece approximately measured 60 cm from the break to the distal tip. The overall length of the device was unable to be measured, as one of the pieces of the fiber length was not able to be removed from the packaging coil. Visual examination revealed that the exposed glass fiber tip measured approximately 4.5 mm. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device confirmed that the fiber was broken. The overall length of the returned fiber was unknown, as one piece of the fiber was stuck in the packaging, however based on the reported event and the condition of the fiber tip being unused, it is unlikely that the device was used and it is likely that the entire device was returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was opened for use for a retrograde intrarenal surgery (rirs) procedure for a kidney stone performed on (B)(6) 2020. Reportedly, the laser unit used was a stone light laser console. According to the complainant, during preparation, it was noted that the laser fiber was broken before the surgery. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block h2: additional information: block e1 block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a flexiva 200 laser fiber was opened for use for a retrograde intrarenal surgery (rirs) procedure for a kidney stone performed on(B)(6), 2020. Reportedly, the laser unit used was a stone light laser console. According to the complainant, during preparation, it was noted that the laser fiber was broken before the surgery. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 laser fiber was opened for use for a retrograde intrarenal surgery (rirs) procedure for a kidney stone performed on (B)(6) 2020. Reportedly, the laser unit used was a stone light laser console. According to the complainant, during preparation, it was noted that the laser fiber was broken before the surgery. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.